Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, it was noted that this lead was placed in the left bundle area and loss of capture was noted. The physician decided to finish the procedure with another lead. No additional adverse patient effects were reported.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, it was noted that this lead was placed in the left bundle area and loss of capture was noted. The physician decided to finish the procedure with another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned intact to laboratory of boston scientific post market quality assurance. The testing performed did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported clinical observations.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, it was noted that this lead was placed in the left bundle area and loss of capture was noted. The physician decided to finish the procedure with another lead. No additional adverse patient effects were reported. This lead was returned intact to laboratory of boston scientific post market quality assurance. The testing performed did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported clinical observations.